Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality checked upon powering on the system, system powered on without any errors. The issue was identified before the case started, ports were not placed at the time. The surgeon used a regular bovie generator to complete the procedure successfully without issues. Isi did receive the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The reported failure could not be reproduced on erbe when connected to system. Erbe error logs confirmed m-0b error. Visual inspection confirmed the unit had no significant scratches or dents. The front bezel was in decent condition. The unit energized, cauterized and all ports recognized instruments on system. The system was verified and ready to use. The probable root cause was attributed to the neutral pad or faulty cable.

Manufacturer narrative:
The probable root cause could not be determined, there was no product issue identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error m-0b was displayed on the generator. The error indicated that the neutral electrode was not detected. The customer had replaced and repositioned the ground pad, but the issue persisted. Therefore, customer continued with an alternate generator. The procedure was completing as planned with no reported injury.